Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately six months post device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d334trg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2012; 6947 implantable tachy lead, implanted (B)(6) 2004; 5076 implantable pacing lead implanted, (B)(6) 2004.

Event description:
It was reported the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately six months post device implant. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was apparent explant damage.